Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a purge/bleed problem.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a purge/bleed problem. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse evaluated the unit but did not notice anything without the diagnostic menu. The fse was able to confirm that all the sensor were good and was unable to to reproduce the reported issue. Also, the fse was able to see error 37 pneumcntr fill fail - no helium in the logs. The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.